Event description:
The customer reported the ventilator does not have gas supply. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
No device was returned for internal investigation. Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Office contact information: (B)(4).

Event description:
The customer reported the ventilator does not have gas supply. The customer reported there was no patient involvement.